Event description:
It was reported that the right ventricular lead exhibited oversensing noise. It was discovered that the lead had externalized conductors. The lead was explanted and replaced. The patient was in stable condition.